Manufacturer narrative:
Product analysis of ped2-500-30, lot# a978875 visual inspection/damage location details: no bends or kinks were found with the pipeline flex pushwire. The hypotube was found to be stretched with ptfe pulled back. The pipeline flex embolization device pushwire was found be detached at hypotube proximal to wire weld. The proximal bumper, pad and re-sheathing marker were found to be intact. The dps restraints/sleeves were found to be intact. The tip coil was found to be damaged. Proximal braid end was found to be opened and frayed. Distal braid end was found to be collapsed and frayed. No other anomalies were observed. Testing/analysis (including sem reports): the phenom 27 catheter was flushed, water exited from the distal tip. The phenom-27 catheter was then tested with an in-house 0.0265¿ mandrel. The mandrel successfully passed through the catheter hub, lumen and exited distal tip without issue. However, the pipeline flex braid had also exited distal tip with distal tip of mandrel. The pushwire detached at hypotube proximal to wire weld was sent out for eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pushwire end shows tin (sn) was detected on the surface. Conclusion: based on the analysis findings, the customer report of ¿resistance/stuck during delivery¿ was unable to be confirmed as the braid was found within catheter lumen. It is likely vessel tortuosity contributed to ¿resistance/stuck during delivery¿. However, the root cause could not be determined. The customer reported patient vessel tortuosity as strong. Resistance can occur due to failure to maintain continuous flush. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that 2 pipelines had resistance in the microcatheters. The patient was undergoing surgery for treatment of an amorphous, unruptured right internal carotid ic (c4) aneurysm with a max diameter of 20mm and a 10mm neck diameter. The landing zone was 3.7mm at the distal end and 4mm at the proximal end. It was noted the patient's vessel tortuosity was strong. The access vessel was the ic with a 3.7mm diameter. It was reported that strong resistance was felt when inserting the pipeline into the microcatheter. Catheter resistance was felt in the proximal section of the shaft. The pipeline became stuck during delivery. The catheter was flushed with heparin-added saline during the procedure. The microcatheter was not retracted to remove slack in the microcatheter. It was unknown if the catheter was damaged. The delivery pusher was not damaged. It was also reported that a strong resistance was felt when re-sheathing (retracting into the microcatheter) a second pipeline at placement. Catheter resistance occurred at the distal part of the shaft. The catheter was flushed with heparin-added saline during the procedure. It was unknown if the pipeline was stuck and if the catheter was damaged. The delivery pusher was not damaged. The pipelines were used for an indication that is approved (on-label). The devices were prepared according to the instructions in the package insert. The catheters were flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.